Event description:
It was reported that the patient underwent revision surgery of a previously implanted revitan stem. Sudden pain was experienced by the patient, which was confirmed by x-ray to be caused by the fractured implant. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). G2- germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item number and lot number unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. The device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item number and lot number unknown.